Event description:
Additional information received clarified that no part of the distal segment of the pipeline opened. The cause of the failure to open was not determined. They had resheathed the device two times in an attempt to open it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the physician began the deployment of the device distal of the aneurysm in the middle cerebral artery (mca) using the drag and drop technique. The device did not open initially and the physician resheathed the device to push back the teflon protective leaves. The physician dragged the device back to desired location and tried to deploy it by further unsheathing it. The device did not open in any part of the length despite further unsheathing and manipulation from the physician. The device was resheathed inside the phenom microcatheter. The two devices, phenom and pipeline were retrieved as one outside the patient and collected for further evaluation. The physician decided to place a second ped device ped2-500-18. The second ped was used with a new microcatheter fg15150-0615-1s and was successful. No problems or complications were caused to the patient because of this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. There was failure to open in the distal section of the pipeline. The middle of the pipeline was positioned in a bend. The pipeline was not stuck in the capture coil. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery (ica) on the opthalmic segment aneurysm approximately 5mm in diameter, neck size approximately 6mm. The landing zone was 4mm distally and 5mm proximally. The access vessel was the left ica with a diameter of 5mm. It was noted the patient's tortuosity was normal. The angiographic result post procedure was very good. Ancillary devices include an arrow 7f long sheath 90cm and navien 5f 105cm. Microcather of choice was phenom 27, 150cm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿ equipment used: video inspection system (m-78210), ruler (m-83361) ¿ as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis withing shipping box; and within a plastic bio-pouch. The pipeline flex shield was returned within the phenom 27 catheter. ¿ damage location details: the pushwire was extending out from catheter hub. No bend or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bend or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the pipeline flex shield was pushed out from catheter without any issues. The total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. ¿ conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure/incomplete open at distal as the distal end of pipeline flex shield braid was found to be fully opened and damaged. However, the root cause could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. It was noted the patient's tortuosity was normal and the middle of the pipeline was positioned in a bend. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.